Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pelvic pain in female,") in an adult female patient who had essure (batch no. C06516) inserted for female sterilisation. The patient's medical history included multiple caesarean sections, female sterilization, pelvic pain female, vaginal haemorrhage, abnormal uterine bleeding, abdominal pain, dysuria, burning sensation, vaginal burning sensation, perineal pain, insomnia, ovarian cyst, dyspareunia, pelvic adhesions and abdominal adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: -3 coils visualized out of right ostia and two coils out of left ostia. Batch no c06516, production date (B)(6) 2013, expiration date 2016-12-31 concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain in female,') in an adult female patient who had essure (batch no. C06516) inserted for female sterilisation. The patient's medical history included multiple caesarean sections, female sterilization, pelvic pain female, vaginal haemorrhage, abnormal uterine bleeding, abdominal pain, dysuria, burning sensation, vaginal burning sensation, perineal pain, insomnia, ovarian cyst, dyspareunia, pelvic adhesions and abdominal adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized from (B)(6) 2019. The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: -3 coils visualized out of right ostia and two coils out of left ostia. Batch no: c06516, production date: 2013-12-24, expiration date: 2016-12-31. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: medical record received: reporter information were added. Medical history, essure removal date and patient's demographics were added case category upgraded to serious incident. Event 'injury nos' was updated to 'chronic pain/pelvic pain in female'. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.